Manufacturer narrative:
Quality safety evaluation of ptc received on 07-dec-2016: ptc global number (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be tally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no bath number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced "severe bleeding everyday for several months", regarded as genital bleeding. She found out that "coil on right side migrated / right coil perforated through top of uterus and was stuck in her uterus / was stuck in her abdominal cavity" (regarded as uterine perforation). In the same year the consumer had a surgery to remove the affected coil. The other one was left in place. Both events are considered as medically significant events and as anticipated in the reference safety information for essure. Uterine perforation may occur with any trans-cervical intrauterine procedure (e.g. Hysteroscopy, curettage). Uterine perforation with essure may occur, most often during insertion. In the present case the exact date and mechanism of the perforation are unknown. Genital bleeding and menses pattern changes may occur after essure insertion and also because of uterine perforation. The bleeding may well have occurred due to the reported perforation but since the temporal sequential of the appearance of the events was not reported, this cannot be concluded with certainty. Given the nature of the reported events and the positive temporal relationship, a causal relationship of both events with essure cannot be excluded (related). Additional non-serious events were also reported. This case was regarded as incident since device removal was required. No sample available for this investigation and no valid lot number. Therefore, a product quality defect could not be confirmed but is considered plausible. Further information cannot be obtained since the reporter did not provide any contact details.

Event description:
This is a spontaneous case report received from a consumer via regulatory authority (case# mw5065688) in united states on (B)(6) 2016 which refers to a female consumer who had essure (fallopian tube occlusion insert) inserted in 2014, an unspecified time after a child birth. She experienced severe bleeding every day for several months. Once she was finally able to have the (unreadable) study completed, the coil on her right side had migrated into her uterus and perforated through the top of her uterus and was stuck in her uterus inside her abdominal cavity. In 2014 she had surgery to remove this coil, but still has one essure coil on her left side. In last few months she has dealt with constipation, bloating, metallic taste in her mouth, boils, headaches, muscle spasms, tingling numbness in her arms, legs and face, her complexion was getting worse and her vision was changing. Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced "severe bleeding every day for several months", regarded as genital bleeding. She found out that "coil on right side migrated / right coil perforated through top of uterus and was stuck in her uterus / was stuck in her abdominal cavity" (regarded as uterine perforation). In the same year the consumer had a surgery to remove the affected coil. The other one was left in place. Both events are considered as medically significant events and as anticipated in the reference safety information for essure. Uterine perforation may occur with any trans-cervical intrauterine procedure (e.g. Hysteroscopy, curettage). Uterine perforation with essure may occur, most often during insertion. In the present case the exact date and mechanism of the perforation are unknown. Genital bleeding and menses pattern changes may occur after essure insertion and also because of uterine perforation. The bleeding may well have occurred due to the reported perforation but since the temporal sequential of the appearance of the events was not reported, this cannot be concluded with certainty. Given the nature of the reported events and the positive temporal relationship, a causal relationship of both events with essure cannot be excluded (related). Additional non-serious events were also reported. This case was regarded as incident since device removal was required. Technical analysis has been requested. Further information cannot be obtained since the reporter did not provide any contact details.